Manufacturer narrative:
Unit received with operational currents within spec and passed self test and displacement test. Pump trace download analysis confirmed the power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.

Event description:
Customer reported via phone call that insulin pump had power pump error. Customer's blood glucose value was 220 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.